Manufacturer narrative:
Additional codes added to section h6 evaluation code result and conclusion. Device evaluation summary: three batteries and a breath delivery (bd) power controller printed circuit board (pcb) were returned to medtronic for further analysis. These components were visually inspected and functionally tested with no anomalies or product deficiency identified. One of the bd power distribution board was returned to medtronic for further analysis. Visual inspection of the board was found to had a damaged r6 (1¿) resistor. An open r6 resistor can lead to battery short circuits. One of the direct current (dc) -dc board was returned to medtronic for further analysis. The reported issue was caused as a result of a shorted c55 capacitor on the dc-dc board. One of the battery backplane board was returned to medtronic for further analysis. On visual inspection it was found a damaged p1 c onnecter. As such, the reported event of a ventilator going into an inoperative condition cannot be confirmed as it could not install into the test unit. One of the battery was returned to medtronic for further analysis. The reported event for non-functional battery was duplicated. The analysis showed the ventilator would not accept power from the battery when disconnected from wall power and would not charge the battery when connected to wall power. The likely cause of the event was isolated to shorted capacitor (c55) on dc-dc board, damaged resistor (r6) on bd power distribution board. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The service engineer (se) evaluated the device and replaced the direct current (dc) to dc converter printed circuit board (pcb), breath delivery (bd) power controller./distribution pcb, backplane pcb, and all on-board lithium -ion batteries. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator went into an inoperative condition. It was reported that after the ventilator was powered down a burning or smoking odor was present. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.